Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a battery error inop message. It was noted that the sm/dom for the battery that was in use at the time of the failure was (B)(4). There was no patient involvement.